Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The cause of the reported cardiac perforation was related to catheter manipulation or the patient taking a deep breath.

Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
During an af procedure, a cardiac perforation occurred in the left atrium. After the ablation was performed to validate the conduction block of both roof and mitral isthmus lines, an activation map was done while pacing from the ablation catheter inside the left atrial appendage. While mapping, a sudden movement of the ablation catheter was noticed which was caused by catheter manipulation or by a deep breath of the patient. An increase of the contact force measured then occurred and the patient's arterial pressure decreased and pericardial effusion was diagnosed by echo imaging. A pericardiocentesis was performed which stabilized the patient.